Manufacturer narrative:
A field service engineer (fse) reached out to the customer and by phone, confirmed the reported issue via the customer stating the error printed after aborting the run. The customer also reproduced the error for the fse by running controls. The fse suspected there was a problem with the internal tubing, and instructed the customer to run hot water and ten percent bleach through the diluent tube. The customer validated the analyzer by running quality control (qc) and confirmed results were within acceptable range. The aia-360 analyzer analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 2012 air detected [diluent] description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to obstruction of flow from the diluent tubing.

Event description:
A customer reported error 2012 air detected diluent on the aia-360 analyzer. The error started out sporadic, but then started to reoccur consistently on all samples. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.